Event description:
It was reported that during a transcatheter aortic valve implantation procedure, pre-dilatation was performed twice with non-medtronic 22 mm non-compliant balloon, requiring two inflations. The valve was loaded without issues and passed fluoroscopy pre-check. The annulus was measured at 25mm x 20mm (mean 22.5mm), with a perimeter of 71mm and derived diameter of 22.6mm. During deployment, the valve was released and appeared to be sitting at 2mm non-coronary cusp (ncc) and 3mm left coronary cusp (lcc). The valve was pulled up as the nose cone clipped the valve inflow during nose cone retrieval, and operators felt the valve was already loose and in motion as the delivery system was withdrawn. The valve embolized above the annulus, but the patient remained stable with no coronary obstruction. The valve was snared to above the sinotubular junction (stj) and placed before the greater vessels. When the ncc pig tail was moved, the valve moved with it and the valve settled above the stj. The valve was snared in place and was seen to be operating normally in the ascending aorta. The non-medtronic device was deployed through the transcatheter valve and required balloon expansion twice due to annulus calcium. Both valves were functional, with the non-medtronic valve operating in the annulus and the medtronic valve operating in the ascending aorta. The patient remained stable throughout and after the procedure. Operators noted that the calcified valve and annulus were more severe than anticipated in pre-case planning and insisted there were multiple contributing factors to the embolization, not just the nose cone pulling up the inflow. Additional information was received that a medtronic guidewire and right femoral access were used for the procedure. The valve was implanted into the native annulus using cuspal overlap technique and slow deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The physician reported it was evident the system had tension and felt the valve was loose in the annulus prior to nose cone withdrawal. Per the physician, there were numerous factors contributing to the dislodgement including annular calcium. The annular calcium was much larger and challenging than anticipated in pre-case planning.

Manufacturer narrative:
Image review: a total of two intraprocedural media files and twenty-two images were submitted for review in relation to the event. Available measurements indicate an aortic annular perimeter of 71 mm, with a perimeter-derived diameter of 22.6 mm, which is consistent with selection of a 26 mm valve. The absence of the patient¿s executive summary limited the ability to conduct a comprehensive anatomical assessment. Fluoroscopic valve load inspection was provided for review and confirmed a good load. A pre-implant balloon dilation was performed at least twice due to suboptimal balloon inflation. Review of the available imaging shows the deployed valve appearing to be aligned with the reference pigtail catheter. During withdrawal of the delivery catheter system (dcs), the valve was reported to have dislodged into the aorta. The dislodgement event was not captured on the submitted media; however, it was reported that interaction with the nose cone contributed to the dislodgement. Caution is recommended while withdrawing the dcs to minimize interaction with the valve frame. The dislodged valve was subsequently snared, and a non-medtronic valve was implanted. As stated in the instructions for use (IFU): potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013238842); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, pre-dilatation was performed twice with non-medtronic 22 mm non-compliant balloon, requiring two inflations. The valve was loaded without issues and passed fluoroscopy pre-check. The annulus was measured at 25mm x 20mm (mean 22.5mm), with a perimeter of 71mm and derived diameter of 22.6mm. During deployment, the valve was released and appeared to be sitting at 2mm non-coronary cusp (ncc) and 3mm left coronary cusp (lcc). The valve was pulled up as the nose cone clipped the valve inflow during nose cone retrieval, and operators felt the valve was already loose and in motion as the delivery system was withdrawn. The valve embolized above the annulus, but the patient remained stable with no coronary obstruction. The valve was snared to above the sinotubular junction (stj) and placed before the greater vessels. When the ncc pig tail was moved, the valve moved with it and the valve settled above the stj. The valve was snared in place and was seen to be operating normally in the ascending aorta. The non-medtronic device was deployed through the transcatheter valve and required balloon expansion twice due to annulus calcium. Both valves were functional, with the non-medtronic valve operating in the annulus and the medtronic valve operating in the ascending aorta. The patient remained stable throughout and after the procedure. Operators noted that the calcified valve and annulus were more severe than anticipated in pre-case planning and insisted there were multiple contributing factors to the embolization, not just the nose cone pulling up the inflow.